Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy, with the patient having low amplitude signals for their r-waves when upright. Technical services (ts) was consulted and discussed how the s-ICD currently been implanted not intramuscularly and it is moving limited the programming options. Further in clinic examination was recommended. At a later date, this s-ICD system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy, with the patient having low amplitude signals for their r-waves when upright. Technical services (ts) was consulted and discussed how the s-ICD currently been implanted not intramuscularly and it moving limited the programming options. Further in clinic examination was recommended. At a later date, this s-ICD system was explanted. No additional adverse patient effects were reported. The device has been returned and analyzed.